Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received and visually inspected. Visual observations revealed the jaw pin was protruding out of its space contributing to the jaw failure and misalignment of the jaws when closing, confirming this complaint. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing off from its space. This failure can be attributed to user technique. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure, it was observed that the jaws on the expressew ii flexible suture passer device would not open. According to the reporter, the device had been used on the patient, but then the jaws stopped functioning. During in-house engineering evaluation, it was determined that the jaw pin on the device was protruding out of its space contributing to the jaw failure and misalignment of the jaws when closing. It was reported that the surgery was completed with another like-device with no patient harm or delays. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.